Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged power issue began ¿sometime within the last 2 months¿. The patient manages her diabetes with insulin (unknown type and dosage) and denied taking any action in response to the alleged power issue. On (B)(6) 2013 at an unspecified time, the customer stated she began to feel ¿dizziness, weakness¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca noted that the battery in the meter did not need to be recharged. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.